Event description:
Customer's boyfriend called and stated, the customer received a reading of 145 mg/dl, which was higher than she felt, on her freestyle flash meter. The customer was then "almost in a coma state", experienced "sweating and shaking" and lost consciousness. Paramedics were called and administered an IV solution (type not documented) in her home. The customer was not transported to a health care facility and no diagnosis was made in this case.

Manufacturer narrative:
The product was investigated and the readings complaint was not confirmed. All results were within range specifications and no errors were observed during control solution testing.